Event description:
Caller reported a cartridge alarm but did not experience an increase in blood glucose levels exceeding 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer had not set up a new in-warranty pump yet, and technical support was scheduled to assist with setting up the new pump.